Event description:
It was reported that the patient was seen in the clinic, and noise was observed on the lead. The lead was explanted and replaced. Visual examination of the lead by the physician post-explant noted what looked like "insulation wear." No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; outer tubing overlay breached cut which was the only insulation wear that was observed; apparent explant damage; full lead was analyzed.